Manufacturer narrative:
Explanted date: device was not explanted. (B)(6). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor had a groin hematoma present in a patient post procedure. The groin was closed with an angio-seal device. The hematoma happened many hours after the procedure. The procedure outcome was successful. There were no other devices or equipment used with the reported product. Additional information received (B)(6) 2022: the procedure was a peripheral intervention using a 6fr procedural sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. There were no issues with insertion, deployment, or withdrawal of the device. The patient did not have a hematoma/swelling until discharged from the facility. The size of the hematoma was not observed since patient was not at the facility when swelling/hematoma was present. There was no harm to the patient from the hematoma. The patient was stable and seen in a same day clinic, four days post procedure. The patient was transferred to the emergency room (ER) for evaluation/management.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide correction to section d3, section g1, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).